Manufacturer narrative:
Result: bed exit module inoperable.

Event description:
It was reported by service report that the bed exit will not disarm. There was patient involvement; however, no adverse consequences are reported.